Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the pump's programming was lost when the batteries were removed from the pump and then re-inserted. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: on investigation, the pump was exercised for 24 hours without incident. After 24 hours, the battery was removed for 1 hour. When the battery was reinserted the time and date reset to the factory default setting. All other pump settings remained the same. The black box data revealed a time/date reset to the factory default setting after a power on reset event dated (B)(6) 2016 07:16. When the pump was powered back on, the time/date was manually set to (B)(6) 2016 00:02 and a manual time/date change was later made from (B)(6) 2016. The pump was opened for further investigation revealing the bt1 internal clock capacitor was leaking power.